Event description:
It was reported to philips that this customer frequently had issues with the ac power module inlet pulling out of the housing causing a failure to charge the battery.

Manufacturer narrative:
It was reported to philips that this customer frequently had issues with the ac power module inlet pulling out of the housing causing a failure to charge the battery. The failure was resolved locally by philips by replacing the ac power module.